Manufacturer narrative:
Extension model 37085 serial# unknown implanted: unknown explanted: unknown extension model unknown serial# unknown implanted: unknown explanted: unknown.

Event description:
It was reported that the patient was doing very well with a deep brain stimulation implant. The patient was moving houses, and after lifting boxes his symptoms became worse. Impedances were measured at over 4,000 ohms and it was reported that an x-ray showed broken cables. Additional information received reported that the patient was operated on and it was discovered that the wires were not broken, but slightly pulled out of the implantable pulse generator. It was reported that this probably happened during a fall. No patient outcome was provided. Additional information has been requested, but was not available as of the date of this report.